Manufacturer narrative:
H10: the reported issue occurred during testing. There was no patient involvement. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp resolved the issue by replacing the power management (pm) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer reporting a 35volt power fault on the v60 ventilator. Unclear if in clinical use at time of discovery. There was no report of harm. Investigation ongoing